Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2012, the patient presented with stable angina (ccs classification-2) and was referred for cardiac catheterization. The de novo 1st target lesion was located in the 2nd obtuse marginal with 90% stenosis and was 9 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 mm x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Additionally a non-target vessel in mid right coronary artery (rca) was treated with the placement of a 2.5 x 12 mm and 2.5 mm x 38 mm xience drug eluting stents in an overlapping manner. Post index procedure and prior to discharge, elevated cardiac enzymes were observed and an event of mi was reported. The location of mi was non identifiable. The patient was considered recovered and was discharged on aspirin and prasugrel.